Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe connector on the cassette during fill 3 of 4 of their treatment. The patient reported that they had two stay safe connectors and disconnected from one and reconnected to the other. Upon reconnecting, it was noticed that it was leaking and the pin was pushed on the second connector. The patient reported that the fluid leak was not on the cycler. The technical support representative advised the patient to cancel their treatment due to the fluid leak and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that per clinic procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 days, intraperitoneal) and gentamicin (2 days, intraperitoneal). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Additionally, a peritoneal effluent culture was taken which came back negative for any growth. The patient is continuing with peritoneal dialysis therapy. The cassette used by the patient was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.